Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair is bearing to the right when going up or down a ramp or when going slow in straight line.